Manufacturer narrative:
H3 other text: the customer denied inspection and repair as they currently do not have a contract agreement.

Event description:
The customer reported the control panel could not be locked in place on their epiq 7g ultrasound system while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The system remains at the customer site with no philips repair action anticipated; therefore, no further failure investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.